Event description:
A peritoneal dialysis user facility has report that dialysis solution is leaking out of the cassette and into the cycler. Pd nurse noticed that fluid was leaking from the cycler door all over the floor. Pd nurse reports pt diagnosed with pneumonia unrelated to leak and suffered no ill effects from event. There is no sample available for eval.

Manufacturer narrative:
Medical records reviewed which verified no evidence of peritonitis. The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were review to identify potential lots of this product shipped to the customer over the past one month. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.